Event description:
During a bhr hip implantation surgery, it was reported that the surgeon lacerated the patient's femoral artery and damaged other structures. As a result of the damage to the femoral artery, the patient reportedly had a pulse-less foot and required ambulance transportation to another hospital to correct the femoral bleeding. Post-operatively, the patient reportedly required two additional fasciotomies and developed anemia due to the acute blood loss. The patient reportedly also developed a wound infection and had femoral nerve damage.